Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing post-operative pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: I had my left knee replacement on (B)(6) 2023 I¿m still in pain I did theopy and swam everyday my dr said it¿s scar tissue he wants to do a revision it¿s another surgery my right knee also needs knee surgery it¿s hard to walk with 2 bad knees I¿m 59 and I can¿t work my job my dr does the jiffy knee the muscles and tissues aren¿t cut the are rolled back my husband is going in (B)(6) 2024 I¿ll see how he does.